Event description:
An optometrist reported a case of bilateral trace diffuse lamellar keratitis (dkl), observed on a pt's eyes one day post lasik procedure. Reporter indicated pt was to continue with standard post operative medication protocol. Additional info has been requested. There are two related reports fot this pt. This report addresses the patients' right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).